Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2,000 ohms and oversensing of noise causing pacing inhibition with greater than two seconds of asystole. A lead fracture was suspected. During the revision procedure the lead was tested with a the pacing system analyzer (psa) and similar high impedance measurements were noted. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.